Manufacturer narrative:
(B)(6): device expiration date did not coincide with date of external packaging. Product date on package is not expired material. Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
It was reported that the expiration date on the box does not match what is on the label. I received a call from a customer explaining that they received a case of jamshidi needles, and on that box the expiration date was 10/31/2022, but the individual packaging has an expiration date of 10/31/2020. This was discovered sometime last week. She would like replacements sent. She also can send in photos of the box and packaging with the different expiration dates.

Manufacturer narrative:
(B)(4). Follow up submission: it was reported that the expiration date on the box does not match what is on the label. I received a call from a customer explaining that they received a case of jamshidi needles, and on that box the expiration date was 10/31/2022, but the individual packaging has an expiration date of 10/31/2020. A complaint sample was not provided for evaluation. Therefore, the reported failure mode could not be confirmed through a sample evaluation, however the DHR review confirmed the failure for incorrect expiration date. A review of the device history records identified that the case label has an incorrect expiration date for lot #0001325788. Expiration date on the case label is 2022-10-31 and the expiration date on the tray web is 2020-10-31. Based on the limited results of the complaint investigation, the most probable root cause could be that manufacturing personnel and processes for label verification did not properly identify the incorrect expiration date that was printed on case label. The cause for not identifying incorrect expiration date could not been found. All applicable manufacturing associates will receive awareness training and corrective action is to be initiated. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process.

Event description:
It was reported that the expiration date on the box does not match what is on the label. I received a call from a customer explaining that they received a case of jamshidi needles, and on that box the expiration date was 10/31/2022, but the individual packaging has an expiration date of 10/31/2020. This was discovered sometime last week. She would like replacements sent. She also can send in photos of the box and packaging with the different expiration dates.